Event description:
It was reported the patient fell but seemed to be ok at first. It was noted later on patient was confused, could not talk, had trouble eating and did not seem to respond to instructions. The patient had x-ray¿s and a cat scan was done and there was no sign of a stroke. It was noted that the caller wanted the device checked. The patient was in the hospital. It was confirmed by the health care provider that when the patient fell he did not land on the implantable neurostimulator (ins). The patient was not having any tremor issue. The fall had happened two days prior to the report. Additional information received reported that the patient had a loss of therapeutic effect following a fall. The patient was in the hospital for 3 days after the fall and was then transferred to a rehab facility. The patient had not improved but was getting worse. The patient seemed to be in another world, was fixated on fixing his wheelchair. It was noted the patient looked like he had a stroke. It was noted a compressed bone in the lumbar spine was found. Caller inquired about possible implanted lead movement. Additional information requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 748295, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot# v037067, implanted: (B)(6) 2007, product type lead. (B)(4).